Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, air leakage was noticed about one week after the replacement. The customer reported patient was recannulated.